Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented via a merlin@home transmission showing non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient is dependent, and the pause from oversensing caused the patient to be pre-syncopal. The patient did not receive therapy during the oversensing. Programming changes were recommended, but no intervention has been performed yet. The patient is currently stable.